Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited out-of-range impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited out-of-range impedance measurements. No adverse patient effects were reported. Additional information was received indicating the device had been producing tones, impacting the remaining battery capacity. It was noted that given the drop in battery capacity, the s-ICD may not meet longevity expectations if it were to be implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited out-of-range impedance measurements. No adverse patient effects were reported. Additional information was received indicating the device had been producing tones, impacting the remaining battery capacity. It was noted that given the drop in battery capacity, the s-ICD may not meet longevity expectations if it were to be implanted. No adverse patient effects were reported. Additional information was received indicating this device has not been implanted and the out-of-range impedance measurements and tones occurred pre-implant. Reportedly, the device was inadvertently taken out of storage mode for about a year. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited out-of-range impedance measurements. No adverse patient effects were reported. Additional information was received indicating the device had been producing tones, impacting the remaining battery capacity. It was noted that given the drop in battery capacity, the s-ICD may not meet longevity expectations if it were to be implanted. No adverse patient effects were reported. Additional information was received indicating this device has not been implanted and the out-of-range impedance measurements and tones occurred pre-implant. Reportedly, the device was inadvertently taken out of storage mode for about a year. No adverse patient effects were reported.